Event description:
It was reported that during a ptca/stenting treatment procedure, significant difficulty was met removing the express biliary sd balloon after stent deployment. The pt was asymptomatic during this event. The lesion being treated was a calcified, 50% stenotic lesion in the renal artery. The physician used a 6fr cordis introducer sheath for vascular access, a 6fr cordis guide catheter, and a .014 guide wire to cross the lesion. The express biliary sd balloon was manipulated for several minutes, but was unable to be removed. The cordis guide catheter was pushed back over the express balloon, and the balloon was successfully removed along with the guide catheter. The procedure was completed successfully. Pt status is reported as 'good'.